Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction, additional information, device evaluation and the results of the final investigation. Updated fields: d4 (lot #), d8, d9, h3, h4, h6, h7, h9 corrected fields: d4 (primary UDI number) changing from (B)(6) to (B)(6) a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad was found to be peeled off and missing. The most probable cause of the complaint is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the plastic part of tip of thunderbeat device fell into patient during therapeutic endometriosis procedure under sedation. The procedure was completed with an olympus back-up device with a greater than 30 minutes delay. The device was found in the port once taken out. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.